Event description:
Kendall healthcare rec'd phone call on 08/14/2000 reporting details on an alleged product malfunction. The safety officer reports that a md was inserting a perm-cath dialysis catheter and the sheath dialator allegedly ripped instead of tearing down the prescribed line. No pt injury was noted.